Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, there was some resistance when advancing the proglide device in the vessel; therefore it was pulled back and re-advanced. The device was deployed and the foot was thought to have closed successfully with the lever. When attempting to remove the device, it became stuck and could not be removed. Cut down surgery was performed to remove the device and achieve hemostasis. The tavr was aborted. There was no reported adverse patient sequela; however, there was a clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.